Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record and sterilization record for these device serial numbers have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The devices met material, assembly, and quality control requirements. Note: the cvrx employee reported they were informed of the event on (B)(6) 2022, and conversation on the importance of prompt event reporting has occurred. Cvrx ID: (B)(4).

Event description:
The patient experienced an infection and erosion at the ipg pocket and was admitted to the hospital on (B)(6) 2022. Antibiotics were started on (B)(6) 2022. A system explant was performed on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Although the cause of the reported event could not be conclusively determined, the infection culture results of mrsa indicates the infection was a hospital acquired infection. The device history record and sterilization record for these device serial numbers have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The devices met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
The patient experienced an infection and erosion at the ipg pocket and was admitted to the hospital on 20-sep-2022. Antibiotics were started on 20-sep-2022. A system explant was performed on (B)(6) 2022. Cultures were performed and revealed the infection to be methicillin-resistant staphylococcus aureus (mrsa). The opinion of the physician was that the root cause of the infection was unable to be determined. As of (B)(6) 2022, the patient was reported to have recovered well.